Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 13.7 mmol/l (aviva ii) and "2. Something mmol/l's" (aviva). No adverse event reported. Requested return of suspect devices and strips, and replacement was sent.